Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2023, the patient underwent orif surgery for distal radius fracture with quick drill sleeve and drill bit. Drilling was performed using a quick drill sleeve to fix the bone fragments, but the drill bit broke off from the root in the process. The broken drill tip was pulled out with a pliers and there was no residue. The surgeon considered the drill bit bent so much that it broke. The surgery was completed successfully within 30 minutes delay. The patient outcome or status is stable. No further information is available. This report is for one (1)quick drill sleeve 2.4 w/scal f/drill bi. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: initial reporter is synthes sales representative h3, h4, h6: based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.